Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device of this incident, it was determined that the application very slow, freezing and need to reboot. A technical support specialist (tss) confirmed the customer had performed a reboot. Tss dialed into the server, reviewed logs, and found errors. On station 5ems, tss ran a data base (db) size query: total size 3370 mb, used 3317 mb (98.9% utilized). Tss free up space. On station 6e2, db size was 3733 mb with 3652 mb used. Tss stated the cause as, low system resources, unresponsive services, network delays, or corrupted temp files. Tss confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, application was very slow and freezing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, application was very slow and freezing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. E3 other occupation: senior staff pharmacist supervisor, automated dispensing systems. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.